Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/05/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele with paravaginal midline defect, and stress urinary incontinence. The patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent a gynecological procedure and obtryx (boston scientific, inc.) Was implanted. It was reported that patient underwent mesh removal on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystocele repair, paravaginal repair, and cystoscopy.